Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was repositioned several times to obtain acceptable measurements. The pacing impedance measurement was high, out-of-range at greater than 3,000 ohms. It was suspected that the helix had not fully extended and that the lead was not properly fixated. This lead was removed and another lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was considered contaminated and was not going to be returned for analysis.